Event description:
Reporter alleged obtaining the results of 18.0 mmol/l and 9.0 mmol/l back to back within 10 minutes on the mobile system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that he no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.